Event description:
It was reported that the removed drain had a broken tip retained in the patient. The retained drain fragment was removed during a second surgery. The device was placed on 24sep2020 and removed on 29sep2020.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "tensile requirements are not appropriate for the type of drain and/or procedure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the removed drain had a broken tip retained in the patient. The retained drain fragment was removed during a second surgery. The device was placed on (B)(6) 2020 and removed on (B)(6) 2020.